Manufacturer narrative:
Exemption number: (B)(4). The clinician trimmed off the affected part of the cannula and reconnected the pump with an excor cannula extension set. The cannula is still in use (implanted) in the pt. The shortened part of the cannula, which had the leakage, was discarded by the clinician and was not available for analysis. We have reviewed the production documents of the excor cannula, lot # 00007755. The cannulae in this lot were produced and checked according to our specifications and no abnormalities were found. This lot contains a total of 7 c60g-002m type cannulae. Berlin hearts has 8224 cannulae registered implants. As previously reported in (B)(6) 2013, additional info response, there have been 10 reports of cannula malfunctions. With this incident, the change in incident rate is not statistically significant. The c60g-002m model cannula is similar to the c60g-002 cannula. The c60g-002m model cannula has slightly different specifications and is injection molded, but it is not available in the united states. The pt was discharged from the hospital with the excor mobile driver and has been supported by the excor system since (B)(6) 2012. The excor mobile driver is not approved fro use in the united states. Ref imp # 3008454189-2013-00020.

Event description:
A biventricularly supported pt discharged to his home noticed blood on his shirt. He detected a leak in the outflow cannula. The pt described that he had been sitting in front of the tv, petting his cat on his lap. He was then taken by ambulance to the university hospital (B)(6). The leaking part of the cannula was covered with a compress and tape. At the clinic, the clinician trimmed off the affected part of the cannula and reconnected the pump with an excor cannula extension set. The pt was/is supported by the excor mobile driving unit. We were informed that the pt is in good condition has already been released from hospital.